Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pharmacist suffered a needle stick injury that did not break the skin before patient use due to a missing needle cap on a bd relion® insulin syringe 1 ml, 31 g x 8 mm. The pharmacist also reported that he wanted to have (B)(6) testing but as of the date of this report, no medical interventions have been reported.

Manufacturer narrative:
The lot number for this incident was updated upon receipt of returned samples. The information for the lot # is as follows: medical device lot #: 6263585, medical device expiration date: n/a, device manufacture date: 11/3/2016. Device evaluation: investigation: customer returned (11) 1cc, 8mm, 31g relion syringes in an open poly bag with the shelf carton from lot # 6263585. Customer states that he was stuck by an unshielded syringe. All returned syringes were examined and one sample exhibited a broken barrel and plunger rod as well as no shield covering the cannula. Since no shield was present on the sample, exposing the cannula, a needle stick could occur. Upon evaluation by (B)(4), it was noted that one (1) samples was returned with the syringe having been destroyed within the polybag. One portion of the syringe barrel was noted to be within the polybag. The remainder of what was returned of the sample was within a prescription bottle labeled from (B)(6) . The larger of the portions (that contained within the bottle) showed gross damage to the barrel and plunger rod. No shield or cap were returned with this sample. There were zero (0) defects during the production of these batches. One (1) notification [(B)(4)] was noted for an unrelated incident found during initial quality review of DHR documentation. Conclusion: an absolute root cause for this incident could not be determined. A probable root cause is that the syringe was caught in a jaw jam during packaging. The damage noted along the plunger rod is consistent with the force, impact and heat that could be applied in this process to case the defects noted. This defect would render the product unusable for its intended purpose; with the shield missing within the polybag, there is an increased risk of a needle stick injury occurring. Routine in-line inspections are completed on all bagged product lines to check for such defects. No notifications or defects were noted, as outlined in the DHR review attached, during the manufacturing of this batch.